Manufacturer narrative:
(B)(4). The customer returned one unit of 20018-m55 taut cholang cath10/bx 4.5 fr tip x 18 for investigation. The returned unit was an unopened sample in its original packaging. The sample was visually examined without magnification. Visual inspection revealed that the packaging was punctured, and that the sterility of the packaging was compromised. It was observed that the damage to the packaging lined up with the hub of the catheter. The packaging was observed to have been creased near the hub of the device. The device was returned broken and bent near the hub. The damage to the device was in the same location as the creased packaging. The damage to the device appeared to have resulted from the creasing of the packaging, causing the device hub to pierce the packaging from the inside to the outside. Dimensional and functional inspection was not required as a part of this complaint investigation. Per DHR the product taut cholang cath10/bx 4.5 fr tip x 18 lot # 73d2500355 was manufactured on 04/16/2025 a total of (B)(4) pieces. Lot was released on 04/17/2025. DHR investigation did not show issues related to complaint. The damage to the device appeared to have resulted from the creasing of the packaging, causing the device hub to pierce the packaging from the inside to the outside. The manufacturing team was consulted regarding this complaint. Per the manufacturing team, the damage indicates a potential storage issue; however, the root cause could not be conclusively determined from the returned sample. The reported complaint "broken package - sterility compromised" was confirmed based on the sample received. The customer returned one unit of 20018-m55 taut cholang cath10/bx 4.5 fr tip x 18 for investigation. Visual inspection revealed that the packaging was punctured, and that the sterility of the packaging was compromised. It was observed that the damage to the packaging lined up with the hub of the catheter. The packaging was observed to have been creased near the hub of the device. The device was returned broken and bent near the hub. The damage to the device was in the same location as the creased packaging. The damage to the device appeared to have resulted from the creasing of the packaging, causing the device hub to pierce the packaging from the inside to the outside. The manufacturing team was consulted regarding this complaint. Per the manufacturing team, the damage indicates a potential storage issue; however, the root cause could not be conclusively determined from the returned sample. A DHR review was performed with no evidence to suggest a manufacturing related issue. Teleflex will continue to monitor and trend on reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that during incoming inspection, the customer received device with holes in the sterile packaging. No patient involvement.